Event description:
It was reported that the pt underwent a two level surgery with instrumentation. Upon final tightening of the screws, the locking mechanism on the plate would visibly not lock over one of the screw leads. Due to the faulty locking mechanism, the plate was removed. A new plate was implanted without complication. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined. A review of the device history records was not possible without additional product info.